Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber was forward firing after 47,000 joules and 7 minutes of use. The fiber was exchanged and the procedure was completed with no patient complications.